Event description:
The manufacturer was informed of this event through patient tracking. Based on the information on patient's implant form, the carbomedics mechanical reduced aortic valve size 27 (r5-027) which was implanted on (B)(6) 2001, was explanted on (B)(6) 2010. A mitroflow aortic heart valve 12a25 was implanted in the patient as a replacement.